Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported that a dialyzer blood leak occurred immediately into patient hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed at the head of the dialyzer. The machine, a fresenius 200t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The complaint device is available and will be to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the fibers were wet with indication of blood exposure; however, there was no defects or irregularities observed on the fiber bundle or any of the molded dialyzer components noted to the complaint device. The dialyzer was subjected to a laboratory bubble point leak test and an internal leak was noted as a steady flow of bubbles emanating from the cavity ID end potting cut surface during this testing. The dialyzer was then subjected to destructive disassembly for further visual analysis. Upon extraction of the fiber bundle, a potted fiber fragment was identified at approximately 180° with the dialysate ports situated at 0° on the cavity ID end. The fiber fragment was potted outside of the fiber bundle circumference between the housing and the fiber bundle. Further examination of the fiber bundle did not identify any other damage or irregularities. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. The investigation into the cause of the reported problem was able to confirm the failure mode of internal leak. In addition, the complaint investigator was able to visually confirm the presence of blood within the dialysate chamber. As such, the reported complaint of internal blood leak was confirmed. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product no acceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Should additional relevant information become available, a supplemental report will be submitted.